Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated the device didn¿t work in the background while the caller was inquiring about the patient¿s old programmer. The caller stated it didn¿t work anymore but it was still inside of the patient when attempting to clarify if they were talking about the inactive or active ins. The caller then stated it was a programmer issue, but they didn¿t want to discuss anything further as the patient was sorting it out with their healthcare provider and just wanting to know what to do with the old programmer. It was noted the issue was first noticed a year or two ago. No patient symptoms were reported. No further complications were reported.